Event description:
It was reported that a malfunction alarm occurred with the device, identified by the code malf 0. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact to the customer's blood glucose level. The customer was provided with information for resetting the pump, and following the reset, the malfunction code did not recur. Technical support advised the customer to continue using the pump and to report back if the issue reappeared. The customer understood and acknowledged these instructions.